Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 63 alarm ((B)(4)) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump alarmed hardware low level failures. The customer was able to clear the alarm and rewind the pump. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.